Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Returned device includes part of a bio-implant. Distal end of the implant is broken off at an angle which is evidence of leveraging forces being applied. The vent hole next to the broken area has an oval shape slanted in one direction which is evidence of torsional forces being applied. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation and/or prying/leveraging the driver while the implant is still loaded. Lot number not provided so device history record review was not possible. The potential causes of this event are being communicated to the event reporter.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. As stated in the event description, the likely cause of the device breaking was that during insertion, the surgeon twisted the implant and the inserter, and this was when the anchor broke. Serial/lot number was requested but not provided, therefore, device history record review could not be performed. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during mpfl (medial patellofemoral ligament) procedure, swivelock broke in drill hole. 10mm remained in bone of patient and 10mm returned. During insertion, surgeon twisted the implant and inserter; therefore the anchor broke. Remaining part is tight and secured; no other anchor was inserted.